Manufacturer narrative:
Approximate age of device: 1 year, 9 months. No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to a major driveline infection. The patient was discharged on (B)(6)2018. No further information was provided. Further information was requested.

Manufacturer narrative:
Device evaluation: no product was returned for evaluation. The patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: clarification was providing indicating that the patient had presented with local redness at the driveline exit site and increased infection parameters. Cultures were positive for staphylococcus aureus. The patient was started on antibiotic therapy. A CT scan of the abdomen showed no intrathoracal and no intra-abdominal infection, but a deep driveline infection. The infection reportedly resolved by (B)(6) 2018 and the patient was discharged. No additional information was provided.